Manufacturer narrative:
(B)(4). The results of the investigation are as follows: review of the most recent repair record determined the fuse was bad and had damaged the power inlet module and the power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the power inlet module was burnt and it burnt the power cord. The event timing was not during surgery. No patient involvement or harm. No further event information available at the time of this report.